Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(4), UDI#: (B)(4), h3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced. Codes: b01, c07, and d02 h3) the camera was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the camera had electrical failure. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. Codes: b01, c02, and d02 h2) please see section d9 for when the camera was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer error. Additional issues were identified when network device interface (ndi) showed internal temperature status triggered and bump status triggered. There was no patient involved.